Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cuff test, the inflated cuff leaked air. The customer indicated that there was no patient involved in this event.

Manufacturer narrative:
(First and last name, email), (phone #). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one sample was received for analysis and the reported issue could not be confirmed. An inflation/deflation test was performed and the operator inspects all products for no leaks and segregates the defective parts. The device history records were reviewed and no discrepancies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.